Manufacturer narrative:
(B)(4). The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extension and pressure tubing were also returned. No blood was observed inside the iab catheter. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extension and pressure tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. The reported events cannot be confirmed by the evaluation. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
(B)(4). This complaint is for the first iab and patient injury (drop in circulatory pressures) only. The patient death is being reported in (B)(4), which is the second/replacement iab in this event. (B)(4). Iabp console continued to alarm abp disconnect. Helium tank was unable to maintain reserve there by decreasing balloon and causing a decrease to the augmentation and drop in pts circulating pressures. Iabp was d/c'd at the bedside by the cardiologist under fluro and immediately replace with new cath. The new cath then continued to alarm abp-disconnect. Console also exchanged. During support of this very sick chf patient awaiting a heart transplant, several catheter disconnect alarms have occurred. No sign of leak or condensation all connections secure.